Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff in united states on 23-sep-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012 for permanent birth control. Following the essure procedure, plaintiff experienced severe pain and infections. In (B)(6) 2013, her physician advised her that one coil had punctured her fallopian tube and the other coil had migrated. In (B)(6) 2014, she underwent surgery to remove the essure device. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced infections (seen as pelvic infection) following the procedure. About 15 months later, physician advised that one coil had punctured her fallopian tube and the other coil migrated. Plaintiff underwent surgery to remove the coils. Pelvic infection, fallopian tube perforation and device dislocation are listed in the reference safety information for essure. Essure system is sterile however, due to a bacterial contamination during insertion, it may become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. Considering the temporal relationship and the lack of alternative explanation, a causal relationship between pelvic infection and essure could not be excluded. Fallopian tube perforation may occur during any transcervical intrauterine procedure, mostly during essure insertion or removal. Additionally, during essure wearing, the device could move out of the fallopian tubes. This movement could be an expulsion to uterus, a dislocation into fallopian tubes or a fallopian tube perforation. The exact date and mechanism of device migration/fallopian tube perforation were not known, however, given the events' nature, causality with essure cannot be excluded. This case was regarded as incident, since a surgical intervention was required. Additionally, a non serious event was reported. A product technical analysis is being sought. Further information will be obtained through the litigation process

Manufacturer narrative:
Follow up information received on 25-oct-2016: quality-safety evaluation of product technical complaint (ptc) this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced infections (seen as pelvic infection) following the procedure. About 15 months later, physician advised that one coil had punctured her fallopian tube and the other coil migrated. Plaintiff underwent surgery to remove the coils. Pelvic infection, fallopian tube perforation and device dislocation are anticipated in the reference safety information for essure. Essure system is sterile however, due to a bacterial contamination during insertion, it may become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. Considering the temporal relationship and the lack of alternative explanation, a causal relationship between pelvic infection and essure could not be excluded. Fallopian tube perforation may occur during any transcervical intrauterine procedure, mostly during essure insertion or removal. Additionally, during essure wearing, the device could move out of the fallopian tubes. This movement could be an expulsion to uterus, a dislocation into fallopian tubes or a fallopian tube perforation. The exact date and mechanism of device migration/fallopian tube perforation were not known, however, given the events' nature, causality with essure cannot be excluded. This case was regarded as incident, since a surgical intervention was required. Additionally, a non serious event was reported. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('one coil had punctured her fallopian tube'), uterine perforation ('perforation (uterus)'), embedded device ('coils perforated and embedded'), device expulsion ('the other coil had migrated/malposition of essure device: location of device-uterus/migration of essure device location of device- uterus'), pelvic infection ('infections') and kidney infection ('kidney infection') in a 37-year-old female patient who had essure (batch no. Ao2552-not valid) inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. The patient's medical history included recurrent urinary tract infection on (B)(6) 2014, neck pain on (B)(6) 2014, sneezing on (B)(6) 2014, coughing on (B)(6) 2014, chills on (B)(6) 2014, diarrhea on (B)(6) 2014, hot flushes on (B)(6) 2014, numbness on (B)(6) 2014, loss of weight on (B)(6) 2014, decreased appetite on (B)(6) 2014, heart rate high on (B)(6) 2014, itching on (B)(6) 2014, joint swelling on (B)(6) 2014, bruise on (B)(6) 2014, fever on (B)(6) 2014, sleep loss on (B)(6) 2014, excessive thirst on (B)(6) 2014, vomiting on (B)(6) 2014, high cholesterol on (B)(6) 2014, measles on (B)(6) 2014, vaginal infection on (B)(6) 2014, spinal column stenosis on (B)(6) 2012, arthralgia on (B)(6) 2012, preterm labor on (B)(6) 2012, fetal fibronectin increased on (B)(6) 2012, urinary frequency on (B)(6) 2012, bleeding genital on (B)(6) 2012, spotting vaginal on (B)(6) 2012, muscle cramps on (B)(6) 2012, intra-abdominal pressure increased on (B)(6) 2012, ulcerative colitis on (B)(6) 2012, dizziness on (B)(6) 2012, asthma on (B)(6) 2012, psychiatric disorder nos on (B)(6) 2012, migraine headache on (B)(6) 2012, pain on (B)(6) 2012, migraine on (B)(6) 2012, feeling hot on (B)(6) 2012, feeling sick on (B)(6) 2012, progesterone decreased on (B)(6) 2012, poor oral hygiene on (B)(6) 2012, hypertension on (B)(6) 2012, type 2 diabetes mellitus on (B)(6) 2012, degenerative disc disease from 1998 to 1999, spinal column stenosis from 1998 to 1999, gerd from 1998 to 1999, multigravida, parity 4, delivery in 1991, delivery in 1999, delivery in 2006, delivery on (B)(6) 2012, recurrent abortion, smoker, aneurysm cerebral, allergic reaction to analgesics and preterm labor. Previously administered products included for an unreported indication: betamethasone injection, antibiotics, humalin, labetalol, flagyl, actos and lortab. Concurrent conditions included morbid obesity and hyperlipidaemia. Family history included asthma (aunt(m)), skin cancer (aunt(m)), arthritis (grandfather(m) grandmother (m)), diabetes (grandfather(m) grandmother (m), mother:), hypertension (grandfather(m) grandmother (m), mother:), arthritis (grandmother (m) grandmother (m), mother:), diabetes (grandmother (m), mother:), heart disease, unspecified (grandmother (m)) and breast cancer (aunt). Concomitant products included diazepam (valium), insulin glargine (lantus), insulin lispro (humalog), liraglutide (victoza) and lisinopril. In 2012, the patient experienced cystitis ("bladder infection") and vaginal infection ("vaginal infection"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("severe pain"). In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), urinary tract infection ("infection: urinary tract (utis)"), bladder disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), abdominal pain lower ("pain/lower abdomen and right side pain (constant and severe)"), dental caries ("losing teeth/tooth decay"), anxiety ("anxiety"), migraine ("migraines"), kidney infection (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (partial) & unilateral salpingectomy and surgical removal of coils and salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, embedded device, device expulsion, pelvic infection, pelvic pain, bladder disorder, anxiety and migraine outcome was unknown, the urinary tract infection, tooth disorder, abdominal pain lower, dental caries, cystitis, vaginal infection and abdominal pain had resolved and the kidney infection was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, bladder disorder, cystitis, dental caries, device expulsion, embedded device, fallopian tube perforation, kidney infection, migraine, pelvic infection, pelvic pain, tooth disorder, urinary tract infection, uterine perforation and vaginal infection to be related to essure. The reporter commented: the removal procedure was unilateral salpingectomy and surgical removal of coil(s). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.9 kg/sqm. X-ray - on (B)(6) 2012: results: total bilateral occlusion; on (B)(6) 2012: results: proper placement. She underwent essure confirmation test in (B)(6) 2012. The lot number reported (ao2552) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-sep-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('one coil had punctured her fallopian tube'), uterine perforation ('perforation (uterus)'), embedded device ('coils perforated and embedded'), device expulsion ('the other coil had migrated/malposition of essure device: location of device-uterus/migration of essure device location of device- uterus'), pelvic infection ('infections') and kidney infection ('kidney infection') in a 37-year-old female patient who had essure (batch no. Ao2552) inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. The patient's medical history included recurrent urinary tract infection on (B)(6) 2014, neck pain on (B)(6) 2014, sneezing on (B)(6) 2014, coughing on (B)(6) 2014, chills on (B)(6) 2014, diarrhea on (B)(6) 2014, hot flushes on (B)(6) 2014, numbness on (B)(6) 2014, loss of weight on (B)(6) 2014, decreased appetite on (B)(6) 2014, heart rate high on (B)(6) 2014, itching on (B)(6) 2014, joint swelling on (B)(6) 2014, bruise on (B)(6) 2014, fever on (B)(6) 2014, sleep loss on (B)(6) 2014, excessive thirst on (B)(6) 2014, vomiting on (B)(6) 2014, high cholesterol on (B)(6) 2014, measles on (B)(6) 2014, vaginal infection on (B)(6) 2014, spinal column stenosis on (B)(6) 2012, arthralgia on (B)(6) 2012, preterm labor on (B)(6) 2012, fetal fibronectin increased on (B)(6)2012, urinary frequency on (B)(6) 2012, bleeding genital on (B)(6) 2012, spotting vaginal on (B)(6) 2012, muscle cramps on (B)(6) 2012, intra-abdominal pressure increased on (B)(6) 2012, ulcerative colitis on (B)(6) 2012, dizziness on (B)(6) 2012, asthma on (B)(6) 2012, psychiatric disorder nos on (B)(6) 2012, migraine headache on (B)(6) 2012, pain on (B)(6) 2012, migraine on (B)(6) 2012, feeling hot on (B)(6) 2012, feeling sick on (B)(6) 2012, progesterone decreased on (B)(6) 2012, poor oral hygiene on (B)(6) 2012, hypertension on (B)(6) 2012, type 2 diabetes mellitus on (B)(6) 2012, degenerative disc disease from 1998 to 1999, spinal column stenosis from 1998 to 1999, gerd from 1998 to 1999, multigravida, parity 4, delivery in 1991, delivery in 1999, delivery in 2006, delivery on (B)(6) 2012, recurrent abortion, smoker, aneurysm cerebral, allergic reaction to analgesics and preterm labor. Previously administered products included for an unreported indication: betamethasone injection, antibiotics, humalin, labetalol, flagyl, actos and lortab. Concurrent conditions included morbid obesity and hyperlipidaemia. Family history included asthma (aunt(m)), skin cancer (aunt(m)), arthritis (grandfather(m) grandmother (m)), diabetes (grandfather(m) grandmother (m), mother:), hypertension (grandfather(m) grandmother (m), mother:), arthritis (grandmother (m) grandmother (m), mother:), diabetes (grandmother (m), mother:), heart disease, unspecified (grandmother (m)) and breast cancer (aunt). Concomitant products included diazepam (valium), insulin glargine (lantus), insulin lispro (humalog), liraglutide (victoza) and lisinopril. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced cystitis ("bladder infection") and vaginal infection ("vaginal infection"). On (B)(6) 2012, the patient experienced pelvic pain ("severe pain"). In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), urinary tract infection ("infection: urinary tract (utis)"), bladder disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), abdominal pain lower ("pain/lower abdomen and right side pain (constant and severe)"), dental caries ("losing teeth/tooth decay"), anxiety ("anxiety"), migraine ("migraines"), kidney infection (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (partial) & unilateral salpingectomy and surgical removal of coils and salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, embedded device, device expulsion, pelvic infection, pelvic pain, bladder disorder, anxiety and migraine outcome was unknown, the urinary tract infection, tooth disorder, abdominal pain lower, dental caries, cystitis, vaginal infection and abdominal pain had resolved and the kidney infection was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, bladder disorder, cystitis, dental caries, device expulsion, embedded device, fallopian tube perforation, kidney infection, migraine, pelvic infection, pelvic pain, tooth disorder, urinary tract infection, uterine perforation and vaginal infection to be related to essure. The reporter commented: the removal procedure was unilateral salpingectomy and surgical removal of coil(s). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.9 kg/sqm. X-ray - on (B)(6) 2012: results: total bilateral occlusion; on (B)(6) 2012: results: proper placement. She underwent essure confirmation test in (B)(6) 2012. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: event embedded device was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('one coil had punctured her fallopian tube'), uterine perforation ('perforation (uterus)'), embedded device ('coils perforated and embedded'), device expulsion ('the other coil had migrated/malposition of essure device: location of device-uterus/migration of essure device location of device- uterus'), pelvic infection ('infections') and kidney infection ('kidney infection') in a 37-year-old female patient who had essure (batch no. A02552,ao2552-not valid) inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. The patient's medical history included recurrent urinary tract infection on (B)(6) 2014, neck pain on (B)(6) 2014, sneezing on (B)(6) 2014, coughing on (B)(6) 2014, chills on (B)(6) 2014, diarrhea on (B)(6) 2014, hot flushes on (B)(6) 2014, numbness on (B)(6) 2014, loss of weight on (B)(6) 2014, decreased appetite on (B)(6) 2014, heart rate high on (B)(6) 2014, itching on (B)(6)2014, joint swelling on (B)(6) 2014, bruise on (B)(6) 2014, fever on (B)(6) 2014, sleep loss on (B)(6) 2014, excessive thirst on (B)(6) 2014, vomiting on (B)(6) 2014, high cholesterol on (B)(6) 2014, measles on (B)(6) 2014, vaginal infection on (B)(6) 2014, spinal column stenosis on (B)(6) 2012, arthralgia on (B)(6) 2012, preterm labor on (B)(6) 2012, fetal fibronectin increased on (B)(6)2012, urinary frequency on (B)(6) 2012, bleeding genital on (B)(6) 2012, spotting vaginal on (B)(6) 2012, muscle cramps on (B)(6) 2012, intra-abdominal pressure increased on (B)(6) 2012, ulcerative colitis on (B)(6) 2012, dizziness on (B)(6) 2012, asthma on (B)(6) 2012, psychiatric disorder nos on (B)(6) 2012, migraine headache on (B)(6) 2012, pain on (B)(6) 2012, migraine on (B)(6) 2012, feeling hot on (B)(6) 2012, feeling sick on (B)(6) 2012, progesterone decreased on (B)(6) 2012, poor oral hygiene on (B)(6) 2012, hypertension on (B)(6) 2012, type 2 diabetes mellitus on (B)(6) 2012, degenerative disc disease from 1998 to 1999, spinal column stenosis from 1998 to 1999, gerd from 1998 to 1999, multigravida, parity 4, delivery in 1991, delivery in 1999, delivery in 2006, delivery on (B)(6) 2012, recurrent abortion, smoker, aneurysm cerebral, allergic reaction to analgesics and preterm labor. Previously administered products included for an unreported indication: betamethasone injection, antibiotics, humalin, labetalol, flagyl, actos and lortab. Concurrent conditions included morbid obesity and hyperlipidaemia. Family history included asthma (aunt(m)), skin cancer (aunt(m)), arthritis (grandfather(m) grandmother (m)), diabetes (grandfather(m) grandmother (m), mother:), hypertension (grandfather(m) grandmother (m), mother:), arthritis (grandmother (m) grandmother (m), mother:), diabetes (grandmother (m), mother:), heart disease, unspecified (grandmother (m)) and breast cancer (aunt). Concomitant products included diazepam (valium), insulin glargine (lantus), insulin lispro (humalog), liraglutide (victoza) and lisinopril. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced cystitis ("bladder infection") and vaginal infection ("vaginal infection"). On (B)(6) 2012, the patient experienced pelvic pain ("severe pain"). In november 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), urinary tract infection ("infection: urinary tract (utis)"), bladder disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), abdominal pain lower ("pain/lower abdomen and right side pain (constant and severe)"), dental caries ("losing teeth/tooth decay"), anxiety ("anxiety"), migraine ("migraines"), kidney infection (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (partial) & unilateral salpingectomy and surgical removal of coils and salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, embedded device, device expulsion, pelvic infection, pelvic pain, bladder disorder, anxiety and migraine outcome was unknown, the urinary tract infection, tooth disorder, abdominal pain lower, dental caries, cystitis, vaginal infection and abdominal pain had resolved and the kidney infection was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, bladder disorder, cystitis, dental caries, device expulsion, embedded device, fallopian tube perforation, kidney infection, migraine, pelvic infection, pelvic pain, tooth disorder, urinary tract infection, uterine perforation and vaginal infection to be related to essure. The reporter commented: the removal procedure was unilateral salpingectomy and surgical removal of coil(s). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.9 kg/sqm. X-ray - on (B)(6) 2012: results: total bilateral occlusion; on (B)(6) 2012: results: proper placement. She underwent essure confirmation test in (B)(6) 2012. The lot number reported (ao2552) is not valid. Lot number: a02552 manufacturing date: 2012-04 expiration date: 2015-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one coil had punctured her fallopian tube"), uterine perforation ("perforation (uterus)"), device expulsion ("the other coil had migrated/malposition of essure device: location of device-uterus/migration of essure device location of device- uterus") and pelvic infection ("infections") in a female patient who had essure (batch no. Ess305, ao2552) inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4, delivery in 1991, delivery in 1999, delivery in 2006, delivery on (B)(6) 2012, recurrent abortion, progesterone decreased on (B)(6) 2012, poor oral hygiene on (B)(6) 2012, hypertension on (B)(6) 2012, type 2 diabetes mellitus on (B)(6) 2012, feeling hot on (B)(6) 2012, feeling sick on (B)(6) 2012, migraine on (B)(6) 2012, pain on (B)(6) 2012, asthma on (B)(6) 2012, psychiatric disorder nos on (B)(6) 2012, migraine headache on (B)(6) 2012, smoker, aneurysm cerebral, allergic reaction to analgesics, preterm labor, dizziness on (B)(6) 2012, ulcerative colitis on (B)(6) 2012, intra-abdominal pressure increased on (B)(6) 2012, muscle cramps on (B)(6) 2012, spotting vaginal on (B)(6) 2012, bleeding genital on (B)(6) 2012, urinary frequency on (B)(6) 2012, fetal fibronectin increased on (B)(6) 2012, preterm labor on (B)(6) 2012, arthralgia on (B)(6) 2012, spinal column stenosis on (B)(6) 2012, recurrent urinary tract infection on (B)(6) 2014, neck pain on (B)(6) 2014, sneezing on (B)(6) 2014, coughing on (B)(6) 2014, chills on (B)(6) 2014, diarrhea on (B)(6) 2014, hot flushes on (B)(6) 2014, numbness on (B)(6) 2014, loss of weight on (B)(6) 2014, decreased appetite on (B)(6) 2014, heart rate high on (B)(6) 2014, itching on (B)(6) 2014, joint swelling on (B)(6) 2014, bruise on (B)(6) 2014, fever on (B)(6) 2014, sleep loss on (B)(6) 2014, excessive thirst on (B)(6) 2014, vomiting on (B)(6) 2014, high cholesterol on (B)(6) 2014, measles on (B)(6) 2014 and vaginal infection on (B)(6) 2014. Previously administered products included for an unreported indication: betamethasone injection on (B)(6) 2012, antibiotics on (B)(6) 2012, humalin on (B)(6) 2012, labetalol on (B)(6) 2012 and flagyl. Concurrent conditions included morbid obesity and hyperlipidaemia. Family history included asthma (aunt(m)), skin cancer (aunt(m)), arthritis (grandfather(m) grandmother (m)), diabetes (grandfather(m) grandmother (m), mother:), hypertension (grandfather(m) grandmother (m), mother:), arthritis (grandmother (m) grandmother (m), mother:), diabetes (grandmother (m), mother:), heart disease, unspecified (grandmother (m)) and breast cancer (aunt). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), pelvic pain ("severe pain"), urinary tract infection ("infection: urinary tract (utis)"), bladder disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), abdominal pain lower ("pain/lower abdomen and right side pain (constant and severe)"), dental caries ("losing teeth/tooth decay"), anxiety ("anxiety") and migraine ("migraines"). The patient was treated with surgery (hysterectomy (partial) & in 2014 unilateral salpingectomy and surgical removal of coil(s). At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, pelvic infection, pelvic pain, bladder disorder, tooth disorder, anxiety and migraine outcome was unknown, the urinary tract infection was resolving and the abdominal pain lower and dental caries had resolved. The reporter considered abdominal pain lower, anxiety, bladder disorder, dental caries, device expulsion, fallopian tube perforation, migraine, pelvic infection, pelvic pain, tooth disorder, urinary tract infection and uterine perforation to be related to essure. The reporter commented: the removal procedure was unilateral salpingectomy and surgical removal of coil(s). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.9 kg/sqm. X-ray - on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: proper placement she underwent essure confirmation test in (B)(6) 2012 quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 25-jan-2018: pfs and mr received- reporters, other relevant history, lab data , relevant tests , new events such as- perforation (uterus)), urinary tract infection, bladder disorder (bladder or urinary problems or changes), tooth disorder, lower abdominal pain, tooth decay, migraine, were added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one coil had punctured her fallopian tube"), uterine perforation ("perforation (uterus)"), device expulsion ("the other coil had migrated/malposition of essure device: location of device-uterus/migration of essure device location of device- uterus"), pelvic infection ("infections") and kidney infection ("kidney infection") in a female patient who had essure (batch no. Ao2552) inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4, delivery in 1991, delivery in 1999, delivery in 2006, delivery on (B)(6) 2012, recurrent abortion, progesterone decreased on (B)(6) 2012, poor oral hygiene on (B)(6) 2012, hypertension on (B)(6) 2012, type 2 diabetes mellitus on (B)(6) 2012, feeling hot on (B)(6) 2012, feeling sick on (B)(6) 2012, migraine on (B)(6) -2012, pain on (B)(6) 2012, asthma on (B)(6) 2012, psychiatric disorder nos on (B)(6) 2012, migraine headache on (B)(6) 2012, smoker, aneurysm cerebral, allergic reaction to analgesics, preterm labor, dizziness on (B)(6) 2012, ulcerative colitis on (B)(6) 2012, intra-abdominal pressure increased on (B)(6) 2012, muscle cramps on (B)(6) 2012, spotting vaginal on (B)(6) 2012, bleeding genital on (B)(6) 2012, urinary frequency on (B)(6) 2012, fetal fibronectin increased on (B)(6) 2012, preterm labor on (B)(6) 2012, arthralgia on (B)(6) 2012, spinal column stenosis on (B)(6) 2012, recurrent urinary tract infection on (B)(6) 2014, neck pain on (B)(6) 2014, sneezing on (B)(6) 2014, coughing on (B)(6) 2014, chills on (B)(6) 2014, diarrhea on (B)(6) 2014, hot flushes on (B)(6)-2014, numbness on (B)(6) 2014, loss of weight on (B)(6) 2014, decreased appetite on (B)(6) 2014, heart rate high on (B)(6) 2014, itching on (B)(6) 2014, joint swelling on (B)(6)-2014, bruise on (B)(6) 2014, fever on (B)(6) 2014, sleep loss on (B)(6) 2014, excessive thirst on (B)(6)-2014, vomiting on (B)(6) 2014, high cholesterol on (B)(6) 2014, measles on (B)(6)-2014, vaginal infection on (B)(6) 2014, degenerative disc disease from 1998 to 1999, spinal column stenosis from 1998 to 1999 and gerd from 1998 to 1999. Previously administered products included for an unreported indication: betamethasone injection on (B)(6) 2012, antibiotics on (B)(6) 2012, humalin on (B)(6) 2012, labetalol on (B)(6) 2012 and flagyl. Concurrent conditions included morbid obesity and hyperlipidaemia. Family history included asthma (aunt(m)), skin cancer (aunt(m)), arthritis (grandfather(m) grandmother (m)), diabetes (grandfather(m) grandmother (m), mother:), hypertension (grandfather(m) grandmother (m), mother:), arthritis (grandmother (m) grandmother (m), mother:), diabetes (grandmother (m), mother:), heart disease, unspecified (grandmother (m)) and breast cancer (aunt). On (B)(6)-2012, the patient had essure inserted. In november 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), pelvic pain ("severe pain"), urinary tract infection ("infection: urinary tract (utis)"), bladder disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), abdominal pain lower ("pain/lower abdomen and right side pain (constant and severe)"), dental caries ("losing teeth/tooth decay"), anxiety ("anxiety"), migraine ("migraines") and kidney infection (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (partial) & unilateral salpingectomy and surgical removal of coils) and surgery (salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, pelvic infection, pelvic pain, bladder disorder, anxiety and migraine outcome was unknown, the urinary tract infection and kidney infection was resolving and the tooth disorder, abdominal pain lower and dental caries had resolved. The reporter considered abdominal pain lower, anxiety, bladder disorder, dental caries, device expulsion, fallopian tube perforation, kidney infection, migraine, pelvic infection, pelvic pain, tooth disorder, urinary tract infection and uterine perforation to be related to essure. The reporter commented: the removal procedure was unilateral salpingectomy and surgical removal of coil(s). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.9 kg/sqm. X-ray - on (B)(6)-2012: total bilateral occlusion; on (B)(6)-2012: proper placement she underwent essure confirmation test in (B)(6) 2012 most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received: concomitant and historic conditions added and event kidney infection was added and outcome of events was updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one coil had punctured her fallopian tube"), uterine perforation ("perforation (uterus)"), device expulsion ("the other coil had migrated/malposition of essure device: location of device-uterus/migration of essure device location of device- uterus"), pelvic infection ("infections") and kidney infection ("kidney infection") in a 37-year-old female patient who had essure (batch no. Ao2552) inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4, delivery in 1991, delivery in 1999, delivery in 2006, delivery on (B)(6)2012, recurrent abortion, progesterone decreased on (B)(6)2012, poor oral hygiene on (B)(6)2012, hypertension on (B)(6)2012, type 2 diabetes mellitus on (B)(6)2012, feeling hot on (B)(6)2012, feeling sick on (B)(6)2012, migraine on (B)(6)2012, pain on (B)(6)2012, asthma on (B)(6)2012, psychiatric disorder nos on (B)(6)2012, migraine headache on (B)(6)2012, smoker, aneurysm cerebral, allergic reaction to analgesics, preterm labor, dizziness on (B)(6)2012, ulcerative colitis on (B)(6)2012, intra-abdominal pressure increased on (B)(6)2012, muscle cramps on (B)(6)2012, spotting vaginal on (B)(6)2012, bleeding genital on (B)(6)2012, urinary frequency on (B)(6)2012, fetal fibronectin increased on (B)(6)2012, preterm labor on (B)(6)2012, arthralgia on (B)(6)2012, spinal column stenosis on (B)(6)2012, recurrent urinary tract infection on (B)(6)2014, neck pain on (B)(6)2014, sneezing on (B)(6)2014, coughing on (B)(6)2014, chills on (B)(6)2014, diarrhea on (B)(6)2014, hot flushes on (B)(6)2014, numbness on (B)(6)2014, loss of weight on (B)(6)2014, decreased appetite on (B)(6)2014, heart rate high on (B)(6)2014, itching on (B)(6)2014, joint swelling on (B)(6)2014, bruise on (B)(6)2014, fever on (B)(6)2014, sleep loss on (B)(6)2014, excessive thirst on (B)(6)2014, vomiting on (B)(6)2014, high cholesterol on (B)(6)2014, measles on (B)(6)2014, vaginal infection on (B)(6)2014, degenerative disc disease from 1998 to 1999, spinal column stenosis from 1998 to 1999 and gerd from 1998 to 1999. Previously administered products included for an unreported indication: betamethasone injection on (B)(6)2012, antibiotics on (B)(6)2012, humalin on (B)(6)2012, labetalol on (B)(6)2012, flagyl, actos and lortab. Concurrent conditions included morbid obesity and hyperlipidaemia. Family history included asthma (aunt(m)), skin cancer (aunt(m)), arthritis (grandfather(m) grandmother (m)), diabetes (grandfather(m) grandmother (m), mother:), hypertension (grandfather(m) grandmother (m), mother:), arthritis (grandmother (m) grandmother (m), mother:), diabetes (grandmother (m), mother:), heart disease, unspecified (grandmother (m)) and breast cancer (aunt). Concomitant products included diazepam (valium), insulin glargine (lantus), insulin lispro (humalog), liraglutide (victoza) and lisinopril. In 2012, the patient experienced cystitis ("bladder infection") and vaginal infection ("vaginal infection"). On (B)(6)2012, the patient had essure inserted. On the same day, the patient experienced pelvic pain ("severe pain"). In (B)(6)2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6)2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), urinary tract infection ("infection: urinary tract (utis)"), bladder disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), abdominal pain lower ("pain/lower abdomen and right side pain (constant and severe)"), dental caries ("losing teeth/tooth decay"), anxiety ("anxiety"), migraine ("migraines"), kidney infection (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (partial) & unilateral salpingectomy and surgical removal of coils) and surgery (salpingectomy). Essure was removed on (B)(6)2014. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, pelvic infection, pelvic pain, bladder disorder, anxiety and migraine outcome was unknown, the urinary tract infection, tooth disorder, abdominal pain lower, dental caries, cystitis, vaginal infection and abdominal pain had resolved and the kidney infection was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, bladder disorder, cystitis, dental caries, device expulsion, fallopian tube perforation, kidney infection, migraine, pelvic infection, pelvic pain, tooth disorder, urinary tract infection, uterine perforation and vaginal infection to be related to essure. The reporter commented: the removal procedure was unilateral salpingectomy and surgical removal of coil(s). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.9 kg/sqm. X-ray - on (B)(6)2012: total bilateral occlusion; on (B)(6)2012: proper placement she underwent essure confirmation test in (B)(6)2012. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2018: pfs received outcome of event " cystitis, vaginal infection " were updated as recovered/ resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one coil had punctured her fallopian tube"), uterine perforation ("perforation (uterus)"), device expulsion ("the other coil had migrated/malposition of essure device: location of device-uterus/migration of essure device location of device- uterus"), pelvic infection ("infections") and kidney infection ("kidney infection") in a female patient who had essure (batch no. Ao2552) inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4, delivery in 1991, delivery in 1999, delivery in 2006, delivery on (B)(6) 2012, recurrent abortion, progesterone decreased on (B)(6) 2012, poor oral hygiene on (B)(6) 2012, hypertension on (B)(6) 2012, type 2 diabetes mellitus on (B)(6) 2012, feeling hot on (B)(6) 2012, feeling sick on (B)(6)2012, migraine on (B)(6) 2012, pain on (B)(6) 2012, asthma on (B)(6) 2012, psychiatric disorder nos on (B)(6) 2012, migraine headache on (B)(6) 2012, smoker, aneurysm cerebral, allergic reaction to analgesics, preterm labor, dizziness on (B)(6) 2012, ulcerative colitis on (B)(6) 2012, intra-abdominal pressure increased on (B)(6) 2012, muscle cramps on (B)(6) 2012, spotting vaginal on (B)(6) 2012, bleeding genital on (B)(6) 2012, urinary frequency on (B)(6)2012, fetal fibronectin increased on (B)(6) 2012, preterm labor on (B)(6) 2012, arthralgia on 13-jun-2012, spinal column stenosis on 1-aug-2012, recurrent urinary tract infection on (B)(6) 2014, neck pain on (B)(6) 2014, sneezing on (B)(6) 2014, coughing on (B)(6) 2014, chills on (B)(6)2014, diarrhea on (B)(6) 2014, hot flushes on (B)(6) 2014, numbness on (B)(6) 2014, loss of weight on (B)(6) 2014, decreased appetite on (B)(6) 2014, heart rate high on (B)(6) 2014, itching on (B)(6) 2014, joint swelling on (B)(6) 2014, bruise on (B)(6) 2014, fever on (B)(6) 2014, sleep loss on (B)(6)2014, excessive thirst on (B)(6) 2014, vomiting on (B)(6) 2014, high cholesterol on (B)(6) -2014, measles on (B)(6) 2014, vaginal infection on (B)(6) 2014, degenerative disc disease from 1998 to 1999, spinal column stenosis from 1998 to 1999 and gerd from 1998 to 1999. Previously administered products included for an unreported indication: betamethasone injection on (B)(6) 2012, antibiotics on (B)(6) 2012, humalin on (B)(6) 2012, labetalol on (B)(6) 2012 and flagyl. Concurrent conditions included morbid obesity and hyperlipidaemia. Family history included asthma (aunt(m)), skin cancer (aunt(m)), arthritis (grandfather(m) grandmother (m)), diabetes (grandfather(m) grandmother (m), mother:), hypertension (grandfather(m) grandmother (m), mother:), arthritis (grandmother (m) grandmother (m), mother:), diabetes (grandmother (m), mother:), heart disease, unspecified (grandmother (m)) and breast cancer (aunt). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), pelvic pain ("severe pain"), urinary tract infection ("infection: urinary tract (utis)"), bladder disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), abdominal pain lower ("pain/lower abdomen and right side pain (constant and severe)"), dental caries ("losing teeth/tooth decay"), anxiety ("anxiety"), migraine ("migraines") and kidney infection (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (partial) & unilateral salpingectomy and surgical removal of coils) and surgery (salpingectomy). Essure was removed on 21-jan-2014. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, pelvic infection, pelvic pain, bladder disorder, anxiety and migraine outcome was unknown, the urinary tract infection and kidney infection was resolving and the tooth disorder, abdominal pain lower and dental caries had resolved. The reporter considered abdominal pain lower, anxiety, bladder disorder, dental caries, device expulsion, fallopian tube perforation, kidney infection, migraine, pelvic infection, pelvic pain, tooth disorder, urinary tract infection and uterine perforation to be related to essure. The reporter commented: the removal procedure was unilateral salpingectomy and surgical removal of coil(s). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.9 kg/sqm. X-ray - on 9-sep-2012: total bilateral occlusion; on (B)(6) 2012: proper placement she underwent essure confirmation test in (B)(6) 2012. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one coil had punctured her fallopian tube"), uterine perforation ("perforation (uterus)"), device expulsion ("the other coil had migrated/malposition of essure device: location of device-uterus/migration of essure device location of device- uterus"), pelvic infection ("infections") and kidney infection ("kidney infection") in a 37-year-old female patient who had essure (batch no. Ao2552) inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4, delivery in 1991, delivery in 1999, delivery in 2006, delivery on 25-jun-2012, recurrent abortion, progesterone decreased on (B)(6) 2012, poor oral hygiene on (B)(6) 2012, hypertension on (B)(6) 2012, type 2 diabetes mellitus on (B)(6) 2012, feeling hot on (B)(6) 2012, feeling sick on (B)(6) 2012, migraine on (B)(6) 2012, pain on (B)(6) 2012, asthma on (B)(6) 2012, psychiatric disorder nos on (B)(6) 2012, migraine headache on (B)(6) 2012, smoker, aneurysm cerebral, allergic reaction to analgesics, preterm labor, dizziness on (B)(6) 2012, ulcerative colitis on (B)(6) 2012, intra-abdominal pressure increased on (B)(6) 2012, muscle cramps on (B)(6) 2012, spotting vaginal on (B)(6) 2012, bleeding genital on (B)(6) 2012, urinary frequency on (B)(6) 2012, fetal fibronectin increased on (B)(6) 2012, preterm labor on (B)(6) 2012, arthralgia on (B)(6) 2012, spinal column stenosis on (B)(6) 2012, recurrent urinary tract infection on (B)(6) 2014, neck pain on (B)(6)2014, sneezing on (B)(6)2014, coughing on (B)(6)2014, chills on (B)(6)2014, diarrhea on (B)(6)2014, hot flushes on (B)(6)2014, numbness on (B)(6) 2014, loss of weight on (B)(6) 2014, decreased appetite on (B)(6) 2014, heart rate high on (B)(6) -2014, itching on (B)(6) 2014, joint swelling on (B)(6) 2014, bruise on (B)(6) 2014, fever on (B)(6) 2014, sleep loss on (B)(6) 2014, excessive thirst on (B)(6) 2014, vomiting on (B)(6) 2014, high cholesterol on (B)(6) 2014, measles on (B)(6) 2014, vaginal infection on (B)(6) 2014, degenerative disc disease from 1998 to 1999, spinal column stenosis from 1998 to 1999 and gerd from 1998 to 1999. Previously administered products included for an unreported indication: betamethasone injection on (B)(6) -2012, antibiotics on (B)(6) 2012, humalin on (B)(6) 2012, labetalol on (B)(6) 2012, flagyl, actos and lortab. Concurrent conditions included morbid obesity and hyperlipidaemia. Family history included asthma (aunt(m)), skin cancer (aunt(m)), arthritis (grandfather(m) grandmother (m)), diabetes (grandfather(m) grandmother (m), mother:), hypertension (grandfather(m) grandmother (m), mother:), arthritis (grandmother (m) grandmother (m), mother:), diabetes (grandmother (m), mother:), heart disease, unspecified (grandmother (m)) and breast cancer (aunt). Concomitant products included diazepam (valium), insulin glargine (lantus), insulin lispro (humalog), liraglutide (victoza) and lisinopril. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced cystitis ("bladder infection") and vaginal infection ("vaginal infection").on the same day, the patient experienced pelvic pain ("severe pain"). In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), urinary tract infection ("infection: urinary tract (utis)"), bladder disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), abdominal pain lower ("pain/lower abdomen and right side pain (constant and severe)"), dental caries ("losing teeth/tooth decay"), anxiety ("anxiety"), migraine ("migraines"), kidney infection (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (partial) & unilateral salpingectomy and surgical removal of coils). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, pelvic infection, pelvic pain, bladder disorder, anxiety, migraine, cystitis and vaginal infection outcome was unknown, the urinary tract infection, tooth disorder, abdominal pain lower, dental caries and abdominal pain had resolved and the kidney infection was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, bladder disorder, cystitis, dental caries, device expulsion, fallopian tube perforation, kidney infection, migraine, pelvic infection, pelvic pain, tooth disorder, urinary tract infection, uterine perforation and vaginal infection to be related to essure. The reporter commented: the removal procedure was unilateral salpingectomy and surgical removal of coil(s). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.9 kg/sqm. X-ray - on (B)(6) -2012: total bilateral occlusion; on (B)(6) 2012: proper placement she underwent essure confirmation test in (B)(6) 2012. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2018: pfs received- new event bladder infection, vaginal infection, abdominal pain were added. Outcome of urinary tract infection changed to recovered / resolved. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.